Event description:
It was reported that the pt underwent a transforaminal lumbar interbody fusion at l4-s1 with rods, screws and vertebral body replacements. The pt reported hearing a squeaking sound a couple of months post-op. It was decided 7 months post-op to perform a revision surgery to revise the hardware to eliminate any loose parts that may be causing the squeaking. During the revision, the set screws, rods, and the bone screw at l4 were replaced. That evening, the surgeon was informed that the issue was not resolved and a second revision surgery was scheduled to be performed 4 days later.

Manufacturer narrative:
(B)(4): the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Further details about the devices associated with this event. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.